Event description:
A customer reported via phone call indicating that their insulin pump does not give a low battery alarm when they are ruining low in power. The customer was using (B)(6) aaa alkaline batteries. The patient's blood glucose level was unknown at the time of the call. The customer stated that they already tried replacing the battery cap but the issue remained unresolved. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored for blank display anomalies, no anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump powered up properly after battery installation. Operating currents are within specification. The low battery alarm feature is working properly. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.